Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a depressed cardiac troponin I (tni) result obtained on the dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) is investigating the event.

Event description:
A depressed cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl 200 system. The low result was reported to the physician(s) who questioned the result as discordant with clinical findings. The customer stated that the patient reported with chest pain to the physician. The physician proceeded with the patient investigation based upon patient symptoms of shortness of breath and an electrocardiogram with changes. There is no indication that the sample was reprocessed. No repeat troponin I testing data for the patient was provided. By the customer. The patient received an angiogram and a pharmacologic stent. There are no known reports of adverse health consequences due to the tni result.

Manufacturer narrative:
MDR 2517506-2019-00171 was filed on 17-apr -2019. Additional information (06-may-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. Hsc noted in the instrument data results of 70, 124 and 171 ng/l which are the product of multiplying the result at or below the level of detection by the dilution factor. It is non-standard use of the dimension troponin assay to dilute samples below the assay range with the troponin sample diluent. The elevated results were determined not to be correct dimension exl tni values. This does not indicate the presence of troponin in the sample but a multiplication of the background signal of the assay. The customer indicated the patient was symptomatic for an acute myocardial infarction. Hsc has requested a medication list. The requested medication information was not provided and the sample was not sent to siemens for evaluation. Instrument review has not identified an issue with instrument or assay performance that would contribute to a false depression of the troponin assay result. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.